Event description:
Based on medical records provided by the patient's attorney: (B)(6) 1999: laparotomy, lyad & reduction of incarcerated omentum w/ complex incisional hernioplasty & resection of left l quad abd wall cyst w/transverse repair and implant of "marlex" mesh (#1). On (B)(6) 2000: exploratory laparotomy, lysis of adhesions, repair of complex multiple (3) incisional hernias w/implant of composix mesh (#2), l abd palec, & explant of "marlex" mesh (#1). On (B)(6) 2001: exploratory laparotomy w/reduction of small bowel, repair of rt. L quad recurrent incisional hernia and lt. L quad incisional hernia. It was noted that the ck mesh (#2) has pulled away from the facia (rt. L quad) with a 3-4 cm defect w/ incarcerated small bowel which was reduced. Then a flat mesh (#3) was placed & sutured over the ck mesh (#2). The lt. L quad hernia was repaired without the use of mesh. (B)(6) 2002: ER visit is noted 4 days post-op with reference to a fluid collection around a "recent mesh" composix kugel (#4) however there is no operative report for this implant. (B)(6) 2005: open repair of recurrent ventral hernia w/lysis of adhesions. During this procedure composix kugel mesh (#2), flat mesh (#3), and unknown composix mesh (#4) were explanted.

Manufacturer narrative:
Initially, one event was reported by the patient's attorney (reference MDR 1213643-2007-00049). However, review of the medical records showed there to be additional implants, therefore we are submitting this MDR based on the additional information received. The information provided indicates the patient was treated for adhesions and experienced recurrence. Both are known possible adverse reactions list in the IFU. A manufacturing review of device history records was performed and no evidence of a manufacturing related cause was found for the alleged event. No sample has been returned therefore, no evaluation could be performed. With the currently available information, no firm conclusions can be drawn. If additional event and/or evaluation information is obtained, a follow-up MDR will be submitted. Also see 1213643-2012-00610 & 00611.